Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported problem of e8 error was confirmed. It was determined that two of the connector pins of the motor had been pushed in and were unable to make contact with the mating part on the console. As a result, the console could not recognize the motor and produced the e8 error message. The pins were likely damaged due to forcible improper assembly of the motor and console at the customer site. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that when using the drill system for the first case the console displayed an e8 error message. The rep tried restarting the system, switching motor ports and switching foot pedal ports but could not get the error message to clear. The device was used in surgery. No injuries were reported. There was no add'l info provided.